Event description:
I used fixodent poligrip and super poligrip from approx 1997 until now. I'm still using them. While using them after my surgery, I really began having numbness, tingling in my extremities. In 2008 I was diagnosed with neuropathy. I don't know if blood tests were taken. Should find everything in my records. My neuropathy is permanent and requires medical care and treatment. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use:1997 / 2009. Diagnose or reason for use: denture adhesive cream. Event abated after use stopped: no.